Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline.specific component(s) involved: driveline malfunction.additional text: fracture.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : explant.implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure; device thrombosisspecific component(s) involved: driveline malfunction; outflow graft malfunction/malposition